Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Low bg value was not provided and cause was not known. Reportedly, customer required a visit to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.